Manufacturer narrative:
A steris service technician was on-site at the time of the event, inspected the unit, and identified a pinched wire causing the reported event. The technician replaced the wire, tested the unit, and confirmed it to be operating according to specification. Steris quality reviewed the reported event and identified that when the wire was pinched, the electricity which was being passed to the 2 of the 10 modules in the lighthead stopped, causing the modules to stop illuminating. Steris personnel responsible for the installation of the assembly and surgical light have been retrained on the proper installation of the light. No additional issues have been reported with the harmony air g5 non-cam ready pack.

Event description:
The user facility reported that during a patient procedure, one of the two lightheads on the harmony air g5 lighting system did not fully illuminate. No injury, procedure delay, or cancellation was reported.